Event description:
The customer reported that the system would display a keyboard failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the control panel printed circuit board and checked the voltage. The system was tested and found to be working as intended and put back in service.